Event description:
It was reported that during the preparation of the inflatable penile prosthesis cylinders, 2 holes were detected in the distal part of the left cylinder. Additional information received indicated the surgeon discovered the holes during the preparation of the cylinders before the implantation. When the surgeon filled the cylinders to test them, he detected the normal saline coming out from the holes.

Manufacturer narrative:
Device evaluation the complaint component was returned and analyzed. The reported allegation of holes in the cylinder was confirmed via product analysis of the cylinder. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that during the preparation of the inflatable penile prosthesis cylinders, 2 holes were detected in the distal part of the left cylinder. Additional information received indicated the surgeon discovered the holes during the preparation of the cylinders before the implantation. When the surgeon filled the cylinders to test them, he detected the normal saline coming out from the holes.